Manufacturer narrative:
Batch review performed on 25 march 2019: lot 184749: (B)(4) items manufactured and released on 06-sep-2018. Expiration date: 2023-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot 178794: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after about one month after the primary surgery due to infection (the pathogen is unknown). The surgeon performed a washout and revised the ceramic head and the cup insert. The surgery was completed successfully.